Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that mobile app interruption due to os upgrade on smart device occurred. No product, or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.